Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info rec'd, the cause for the reported event could not be conclusively determined. The angio-seal instructions for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The angio-seal instructions for use (IFU) states should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. No training records was found for the deploying physician. The IFU cautions that the angio-seal device is to be used only by a licensed physician (or other health care professional authorized by or under the direction of such physician) possessing adequate instruction in the use of the device, e.g., participation in an angio-seal physician instruction program or equivalent.

Event description:
It was reported that following a diagnostic angiogram, a pre-insertion angiogram was performed. A 6f angio-seal vip was deployed in the right femoral arteriotomy and bleeding continued which required 10 mins of manual compression. The pt recovered for 90 mins and then ambulated. While walking, the pt lost sensation to the right foot with a loss of pedal pulses. The pt underwent surgical consultation for claudication and vessel occlusion and intervention where an embolectomy and angio-seal removal were performed. The pt underwent three other surgical procedures and expired that same day. The post mortem the following day stated that the cause of death was ischemic heart disease and an inferior myocardial infarction. The pt was on medications of warfarin and heparin and had coronary artery disease. The pt was not accepted for primary percutaneous coronary intervention at any other hospital. The cath lab manager stated that the complications which then lead to death were not caused by the angio-seal device. No add'l info was available.